Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004005 in question was manufactured at the (B)(4) site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. The DHR review for batch 6004005 were previously reviewed in (B)(4) on 15/may/2025. Device history record (DHR) review: the lot 6004005 was manufactured according to the work instruction (wi) 4902100 version 77 packaging in the multivac 12, on 05/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/may/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6004005 and another 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2025, the patient went to emergency room (ER) as he was moaning and groaning and was eventually hospitalized due to high blood glucose. The blood glucose level was 800 mg/dl at the time of event. The patient had administered insulin through intravenous and manual injection. The patient also indicated symptoms of confusion, tired/weak and had vomiting. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.